Event description:
Pt was admitted to the hospital for removal and replacement of his mitral valve secondary to mitral regurgitation. After implantation of the first ats mechanical valve, upon tying the second of the last sutures to hold it in place, forceps touched the pyrolytic carbon ring of the valve and chipped a very small fragment (0.5mm x 1mm in diameter) off the valve housing. It was believed that his implant should be explanted. The ats company was contacted and the engineers agreed. The valve was explanted. The second valve was implanted and after the sutures were tied and being cut, the leaflet of the ats valve fractured and dislodged. This valve required explantation as well. A different co mechanical valve was then implanted successfully. Both surgically removed ats valves were returned to ats medical sales per their request.